Manufacturer narrative:
The suspect medical device reported in this MDR form should not have been reported on a 3500a MDR form. There was no reportable allegation against the device itself as the replacement was only for an upgrade.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to updated programming technology.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason.